Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent act and up arrow button response due to corroded keypad traces. No button error alarm during testing. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and case cracked at the reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.